Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the extension set leaked while connected to a central line and a smartsite set while infusing ceftriaxone. There was no patient harm.

Manufacturer narrative:
Correction: omit pri tubing from concomitant products on initial report. The customer¿s report of the extension set leaked was not confirmed. No cracks, damage, or other anomalies were observed on the extension set or valve adaptor during visual inspection. Functional and pressure testing was performed; no leaking at any of the components, tubing, or connections of the received extension set or valve adaptor. The root cause of the extension set leaked was not identified.

Event description:
The customer reported the extension set leaked during a ceftriaxone infusion while connected to a smartsite, which was connected to the patient¿s central line.